Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. A visual examination found no defects. The functional assessment confirmed that the device was unable to generate or control negative pressure, failing to alarm under expected conditions, failing the blockage test establishing a relationship between the event reported and the device. This event has occurred due to the vacuum motor being defective, leaking air due to worn seals. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure reported has been reviewed with similar instances found in the previous four years. These instances are being monitored to determine if additional actions are required. The investigation into this complaint is now complete and the root cause has been recorded as mechanical component failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.